Event description:
The complainant alleged that the medics were attempting to monitor an unconscious male pt (age unknown), but the device display went blank upon power up, and then displayed a green dot in the center of the screen. The medics then turned the device off and replaced the unit's battery. The medics turned the device on, but upon power up the device diplayed a green dot in the center of the screen and emitted a high pitched tone. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant's third party biomed co was unable to duplicate the reported fault.